Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed open sores under the lifevest. During a follow up call, the patient reported that the sores were slowly healing, but still bleeding. The outcome of the irritation is not known. There is no indication that a device malfunction caused or contributed to the reported skin irritation.